Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro generated false high sodium (na), potassium (k), chlorine (cl) and carbon dioxide (co2) results for two (2) patients. The results were not reported out of the laboratory. Customer reran the samples on their lx20 instrument and those results were reported. Customer also stated that upon examination the ratio pump in the ion selective electrode (ise) module of the dxc 800 pro instrument was full of air bubbles. Customer primed the ise 60 times and could not purge out the bubbles. Field service engineer (fse) examined the instrument, performed maintenance and replaced the ratio pump. Service was verified per established procedures and no further problems were reported.